Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the patient underwent a tar. Sometime post-op it was discovered that the tibial component had loosened. The patient will undergo a revision surgery in which the tibial and talar component are swapped out.